Event description:
An alarm was reported, indicating an occlusion issue. There was no adverse impact on the customer's blood glucose level. The customer was guided by technical support to disconnect the tubing, perform bolus deliveries with adjustments, and eventually replace necessary supplies before resuming insulin use.